Manufacturer narrative:
The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of transmission, it was observed the right atrial lead was oversensing noise, which lead to inappropriate automatic mode switch. No intervention was completed. The patient was stable and would continue to be monitored.